Manufacturer narrative:
Reported event: it was reported that the bone pin broke off during drilling .the doctor decide that it was not going to harm the patient and leave it in the bone. Product evaluation and results: as per attached x-rays the broken tip was left in the patient. Further evaluation could not performed because the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 937 devices were manufactured under lot no w52815-2 and accepted into final stock on 09/19/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w52815-2 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs 1470754 and CAPA 1480798 are associated with the product and failure mode reported in this event. Device not returned.

Event description:
The 3.2 bone pin was being used on tibia and the tip of the 3.2 pin broke off in the bone as he was drilling. The doctor backed the broken pin out and made a new incision and opened a new pin and continued the case. The doctor waited until the end of the case to assess the broken tip and used c-arm to decide that it was not going to harm the patient and decided to leave it in the bone. Tka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The 3.2 bone pin was being used on tibia and the tip of the 3.2 pin broke off in the bone as he was drilling. The doctor backed the broken pin out and made a new incision and opened a new pin and continued the case. The doctor waited until the end of the case to assess the broken tip and used c-arm to decide that it was not going to harm the patient and decided to leave it in the bone. Tka case.